Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation that resembled a burn. The skin irritation was located under the back-therapy electrodes and the right electrode. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest until the irritation can heal. It was also reported that a & d ointment was applied to the skin irritation. Follow up indicated that the patient's skin irritation improved.